Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to moisture damage noted in the force sensor resistor. The device passed the basic occlusion and displacement tests and did the rewind properly during testing. The motor passed the motor test. No drive motor anomaly noted. The occlusion test and excessive no delivery alarm test could not be performed due to the prime anomaly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the piston would not move during rewind but the insulin pump did the rewind sound. She stated that she changed the battery but it was not resolved. She confirmed that the drive support cap is normal and the insulin pump was not dropped or bumped. Blood glucose value is unknown. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.